Event description:
Injecting physician reports after injection with juvederm voluma xc: "patient presented with granulomas that had to be removed surgically".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "granuloma" is a physical complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporting physician did not provide the lot number, therefore no device history record summary is available.